Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported when the surgeon was drilling for distal transverse locking, the drill was interfered with the multiloc nail and the screw could not be inserted. The operation was delayed by 30 minutes. This is report 1 of 8 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that during manufacturing investigation, all relevant and significant characteristics like dimensions were checked and additionally the article passed the functional test. All checked characteristics are within the specifications. There are no references to the reported issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.